Event description:
Additional information received reported that there was no device issue, ¿it was all post-surgical complications.¿ the previously reported ¿water¿ around the pump was also referred to as ¿a blood clot or something¿ that, as previously reported, had to be drained. It was noted that the patient was ¿fine¿ now but ¿that bump would not go down.¿ it was noted that the bump was ¿the size of a soccer ball.¿

Event description:
Additional information received reported that the patient had to go to the emergency room (ER) because she ¿wasn¿t getting any medicine,¿ the reporter ¿really couldn¿t¿ remember the date of ER visit. The patient reported that the ¿caps weren¿t on good enough; like they came loose or something,¿ it was not clear what was meant by this. The issue was fixed with surgery as previously reported. The patient had piece of paper with the date (B)(6) 2013, she had ¿the one bag, the coccydynia, multiple sclerosis, fibro cervicalgia, arm and leg pain, peritonitis, and a csf (cerebrospinal fluid) leak.¿ it was not clear if that list was health history or issues current at the time the paper was printed, it was also unclear if they were related to the device or therapy.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had ¿water¿ around the pump. The pocket had to be drained two or three times. A computer assisted tomography scan was taken, and it was found that the catheter was leaking. The patient had a surgery in february to fix the catheter leak, which resolved. The drugs in the pump were baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had "coccydyniain" her lower spine as previously reported and it was noted the patient had ¿fibromyalgia, ms and about 15 other things too¿. Related to the ¿caps coming loose¿ that was previously reported, the patient was had been in excruciating pain and it was confirmed they health care provider (hcp) ¿fixed it, I think it was in (B)(6) 2013¿.

Event description:
Additional information received reported on (B)(6) 2013 a ¿csf (cerebrospinal fluid) leak-malfunction/complication of the device¿ also referred to as a catheter leak occurred. As previously reported the patient had to go back in for repair so the catheter didn¿t leak. It was also reported fluid was around the patient¿s pump as well as her back. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter had disconnected from the pin connector. The catheter was again noted to have been leaking was reportedly replaced as a result. The device had delivered morphine, bupivacaine and neurontin at the time of the event. No further information was provided including the cause of the event or if any other actions occurred. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.